Manufacturer narrative:
Investigation: the investigation was carried out visually. The size of the serration is 0,4 mm. Aesculap needle holders with 0,4 serration: bm003r bm008r bm009r bm012r bm013r bm016r bm017r bm019r, bm020r bm021r bm022r bm023r bm024r bm030r bm032r bm033r, bm034r bm128r bm124r bm129r bm036r bm037r bm038r bm040r, bm051r bm052r bm196r bm132r bm165r bm148r bm150r bm153r. With no guarantee of completeness the analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. It can not be confirmed that the provided fragment is a part of an aesculap product. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: it is liable that a mechanical overload situation led to the breakage. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that four weeks following surgery, a foreign body discharged from a patient's wound. It has been sent to the hospital for investigation.